Event description:
This event is associated with the glow clinical trial. It was reported that a female patient underwent revision-augmentation surgery with mentor glow study gel devices on (B)(6) 2018. Adverse event # 1. Baker IV capsular contracture, (left side, implant serial number: (B)(4). Doi: (B)(6) 2018, doe: (B)(6) 2022. On (B)(6) 2019, she presented with baker IV capsular contracture, which required implant removal and insertion a new device with sn (B)(4). On (B)(6) 2022. The principal investigator assessed this event as severe in severity, non-serious, definitely related to the device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:baker IV capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).